Manufacturer narrative:
There was no known patient involvement. Initial contact telephone number: (B)(6). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device has been returned to livanova (B)(4) to undergo the deep disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Lab reports confirming the contamination were provided. There is no known patient involvement.

Event description:
See initial.

Manufacturer narrative:
Through follow-up communication with the customer livanova deutschland learned that the device was cleaned according to the instruction for use. Corrective actions are in progress for this issue.